Event description:
It was reported that the patient had a scar at the pocket site that was cleaned up. The patient was doing well following the procedure and the device remains implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.